Manufacturer narrative:
Follow-up # 1 date of submission 08/13/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be torn over the ok button. During testing, the down arrow, ok and contrast keypad buttons were found to be intermittently unresponsive; the up arrow button responded appropriately. There was evidence of contamination found under all key contacts.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 and stated the ok keypad button was intermittently responsive and required multiple hard presses to engage. There is no adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.